Event description:
It was reported that the stent stretched during deployment. An eluvia drug-eluting vascular stent system was selected for use. The target lesion was located in the superficial femoral artery (sfa) and was 100% stenosed. During deployment, there was mild resistance encountered during thumbwheel operation. When approximately 12 cm of the stent had deployed, the pull grip was used to complete deployment, where resistance was encountered once again. The stent was deployed, but was stretched. The procedure was completed, and there were no patient complications as a result of this event.

Manufacturer narrative:
Device analysis: the device was received with the stent fully deployed from the delivery system; therefore, the deployment issue could not be confirmed. The deployed stent was not returned for analysis, as it was implanted; therefore, the stent damage could not be confirmed. The sheath of the device was found to be kinked, and the inner sheath had prolapsed. No other issues were found with the device.

Event description:
It was reported that the stent stretched during deployment. An eluvia drug-eluting vascular stent system was selected for use. The target lesion was located in the superficial femoral artery (sfa) and was 100% stenosed. During deployment, there was mild resistance encountered during thumbwheel operation. When approximately 12 cm of the stent had deployed, the pull grip was used to complete deployment, where resistance was encountered once again. The stent was deployed, but was stretched. The procedure was completed, and there were no patient complications as a result of this event.